Manufacturer narrative:
Additional MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
Luer connections between 100ml cassette pigtail and 60 inch extension became undone, causing chemo exposure to patient. This was the 4th incident involving this patient where luer connection became undone and leaked (5th overall). The cassette contained 5fu each time. In light of previous leaking, the rx staff checks and rechecks the tightness of connections and the patient was advised the same. Said incident only happens with 5fu therapy.